Event description:
It was reported that the device was explanted and replaced due early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: testing found a reed switch anomaly. The reed switch was confirmed to be stuck, which caused higher than normal current drain, resulting in premature battery depletion.